Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead exhibited >125 ohms shock impedance measurement. There was no evidence of noise on any lead in the device system. All other lead measurements were within normal range. It was suspected that there may be a fracture of the lead. The boston scientific crm technical services representative recommended chest x-ray, isometrics, pocket manipulation, and repeatedly sampling impedances to look for a potential set screw/connection issue. The local area sales representative confirmed that there had been no shocks, only non-sustained ventricular tachycardia (nsvt). The local area sales representative was contacted for more information regarding the outcome of this event information, but none has been made available to date. There were no reported adverse patient effects associated with this clinical observation.